Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during analysis, the right atrial lead was oversensing noise and caused inappropriate mode switches. The device was reprogrammed. The patient had no side effects and would be monitored.